Event description:
The lad which was reported to be very tortuous and calcified with 90% stenosis was pre-dilated with a non-medtronic balloon. A resolute integrity drug eluting stent was inspected prior to use with no issues noted. An attempt with force was made to implant the resolute integrity drug eluting stent, however the stent was unable to cross and the struts became damaged during the attempt. A non-medtronic stent was used to complete the case. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions- use of force. Inherent risk of procedure-failure to deliver the stent and stent deformation. Patient¿s condition affected effectiveness of device- very tortuous and calcified lad lesion with 90% stenosis. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation. Device failure/lack of effectiveness related to patient condition- very tortuous and calcified lad lesion with 90% stenosis. Unable to confirm complaint - device or procedural images not provided for review. Failure to follow instructions-use of force. (B)(4).